Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. A piece of blue, plastic skived material was returned, consistent with the reported event. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Event description:
During a re-pulmonary vein isolation procedure, a small piece of the sheath was found to be hanging on the wire when it was removed from the patient. Resistance was noted when removing the wire, however there were no issues when inserting the brk needle into the sheath. It was not further investigated whether there were still pieces in the body and there was no further evidence of this. The procedure was successfully completed as the sheath was not longer needed, and the patient was discharged with no adverse consequences.